Event description:
During remote follow-up, noise resulting in oversensing and low pacing impedance due to alleged, but not confirmed lead damage were observed on the right ventricular (rv) lead. Isometric testing was performed and noise was not reproduced. No intervention was performed and the physician elected to monitor the patient.

Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.